Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm and blood in tubing. The iab was replaced. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue of potential bloodback. The fse went onsite and confirmed blood had reached the pneumatic interface module (pim) and patient side of safety disk and no further. In order solve the issue, the fse replaced the pim. He also verified unit was calibrated and passed all functional and safety tests per factory specifications. Preventative maintenance was performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm and blood in tubing. The iab was replaced. There was no patient harm. Reference related balloon mfg report numbers 2248146-2023-00494 and 2248146-2023-00524.

Manufacturer narrative:
Corrected data section: a2, a3, a4, b5 & d10updated data: b4, g3, g6, h2, h10, h11